Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report damage to the insulin pump. Customer's mother reported that the customer fell while wearing the pump and now the pump is not working. Customer's mother also reported that the customer is unable to see the display screen. Customer's blood glucose reading at the time of the incident was not included in the report. Product is expected to return.

Manufacturer narrative:
Findings: pump received with cracked&bleeding lcd glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Unable to verify blank display due to lcd completely damaged. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.